Event description:
It was reported via repair work order that the headboard had a cracked shell surface exposing sharp edges. It was also reported that there was no power to the bed due to strain relief was missing and causing power plug to come out of the power connector. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.